Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Pairing test was performed and failed due to transmitter not found. A review of the bin file was performed and transmitter failed error was undetermined because there were no data log from event date to review. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.